Event description:
It was reported that (2) devices were used during a bowel procedure. It was reported by the affiliate that the tlc55 instrument fired once and jammed on second firing. Another instrument was used to complete the case. There was no consequence to the pt.